Event description:
It has been reported to philips that, c-arm movement was not functioning. It is unknown if the system was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the c- arm movement is not functioning and angular angle was showing 2 degrees in zero position. Fse found angular (rao) angle was always showing 2 degrees even after resting c-arm in zero position. Fse, then carried out geometry calibrations. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.